Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's device was beeping and interrogation of the device gave a message about a power on reset (por) and immediate replacement was recommended. It was also reported that there were multiple episodes with patient claiming no shocks. The physician was sending the patient home and will be replacing the device the following week. The device remains is use. No patient complications have been reported as a result of this event.